Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery seems to die too quick on the centrifugal system. The device was not changed out, as the customer decided to use it for the case on a/c power. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.